Manufacturer narrative:
There was no known patient involvement. PMA/510(k). The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report of heatercooler with water leak from the bottom of the tank. No information of any patient/user involvement.